Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was observed upside down, but the handheld camera did not move freely with uncontrolled motion. The issue did not involve a reversed control on system arms as it was a handheld camera. It was a 30-degree handheld camera installed at the time. Customer did not confirm the orientation of handheld camera as they expected our system can help to flip the image if not in correct orientation. There was no damage observed on the handheld camera. Prior to event, the handheld camera was manually rotated 180 degrees or maybe in previous procedure. As customer resolved the problem after it was suggested to reconnect the handheld camera, the serial number was not recorded. The handheld camera will not be returned to isi for evaluation. There was no patient harm due to this event. Additional information was obtained from quality engineer (qe) investigation: the reported event was addressed with phone support. Technical support engineering (tse) advised the customer to manually orient the camera. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the handheld camera could not orient correctly on the vision side cart (vsc). User to try manually orienting as the camera failed to orient properly after several attempts. The procedure was completed with no patient harm.